Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multfiltratepro machine. The reported issue occurred approximately six hours after treatment initiation. Increased access pressure within the limits accepted of the equipment was indicated. Then the access pressure reader broke and blood leaked from the patient. Therapy was immediately stopped. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No sample or machine files were reported to be available for review by the manufacturer. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer, therefore a hardware investigation was not performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multfiltratepro machine. The reported issue occurred approximately six hours after treatment initiation. Increased access pressure within the limits accepted of the equipment was indicated. Then the access pressure reader broke and blood leaked from the patient. Therapy was immediately stopped. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No sample or machine files were reported to be available for review by the manufacturer. Additional information was requested however a response was not received.